Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2011, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2002 and diabetes mellitus. On (B)(6) 2011, liver function test were recorded, and baseline biliary obstructive symptoms were assessed and included right upper quadrant pain, dark urine and pale stools. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure; however a sphincterotomy was not performed during the study stent placement procedure. The stricture was previously dilated with a plastic stent. Additionally, a balloon catheter was used for a pancreatic duct stone extraction and a previously implanted pancreatic stent was removed and replaced with two endoprotheses. A 10mm x 60mm metal stent was deployed in satisfactory position across the stricture, covering the cystic duct. The subject was treated as an inpatient and was discharged on (B)(6) 2011. On (B)(6) 2011, approximately one day post the study stent placement procedure, the patient experienced moderate right upper quadrant abdominal pain. The patient was treated medically and the pain resolved. On (B)(6) 2011, the patient was discharged. On (B)(6) 2011, the patient presented with cholangitis, including symptoms of moderate vomiting and abdominal cramps and was admitted to the hospital. The patient's c-reactive protein (crp) levels were noted to be 8.40 mg/dl upon admission. The patient was treated medically with antibiotics. On (B)(6) 2011, the patient's vomiting stopped. On (B)(6) 2011, the patient's crp levels were noted to be 1.83 mg/dl. On (B)(6) 2011, an abdominal ultrasound revealed a suspect splenic vein thrombosis. On (B)(6) 2011, the patient's crp levels were noted to be 0.42 mg/dl. On (B)(6) 2011, the patient's crp levels were noted to be 0.16 mg/dl and the event was resolved. The patient was discharged with a scheduled follow-up ultrasound as well as a gastroscopy for a future date. The relationship between the event and the study stent was originally reported to be "unrelated", per the investigator. However, this was assessed as "related" to the study device by the independent medical reviewer (imr) as "the cholangitis was not fully evaluated by repeat stent imaging."

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). (B)(4) (inflammation) relates to the patient event of cholangitis. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.